Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Patient undergoing revision of the left knee because his leg is sticking out in the wrong direction. Surgeon feels the tibial tray is too internally rotated. Nothing is loose or broken.